Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap . The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd). The cause of the peritonitis was unknown. On an unknown date in the month previous to the month in which this report was received, the patient was hospitalized for the peritonitis and discharged within the same month. On an unreported date, the patient was treated for the peritonitis with two antibiotics. On an unreported date, one of the antibiotics was discontinued (unspecified) and the other, vancomycin, was continued (does, frequency, and route not reported). At the time of this report, the patient was recovered from the event and dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 2 involved in this event.